Event description:
Additional information received indicated that patient underwent surgical intervention on where the ipg was explanted and replaced. Reportedly effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient lost weight, causing the ipg to be superficial. The patient experienced pain due to the issue. As such surgical intervention is pending to address the issue.

Manufacturer narrative:
B3-date of event is estimated.